Manufacturer narrative:
Batch review performed on 24 march 2022: lot 172753: (B)(4) items manufactured and released on 10-sept-2017. Expiration date: 2022-09-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2018. Other devices involved: batch review performed on 24 march 2022: gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 171951: (B)(4) items manufactured and released on 24-july-2017. Expiration date: 2022-07-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2018. Gmk-sphere 02.12.0211fr tibial insert fixed sphere flex #2/11 mm r (k140826) lot 164442: (B)(4) items manufactured and released on 19-oct-2016. Expiration date: 2021-09-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2018.

Event description:
At 3 years and 11 months post primary revision surgery for knee instability. The reason of instability is unknown. All components have been revised successfully.